Manufacturer narrative:
(B)(4).

Event description:
An external fluid leak was observed on the polyflux 140h during ongoing treatment. The leakage was allegedly originating from the bottom of the venous side of the dialyzer. No clinical symptoms or medical intervention was reported. No further clarification was provided.